Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing patient sample on bd facscanto¿ ii the results showed decreased ssc signals. There was no patient impact. The following information was provided by the initial reporter: the customer now sent data from patient samples which showed decreased ssc signal (this information was not included when the issue was first reported!). Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question # 2. If no, no further questions required.):yes. Was there any delay of treatment due to the issue? (Go to question #3) no. If patient samples were redrawn, was there any change of delay of treatment? (Go to question #4) no. Was there any physical harm/injury to the patient due to the issue? No.

Event description:
It was reported while testing patient sample on bd facscanto¿ ii the results showed decreased ssc signals. There was no patient impact. The following information was provided by the initial reporter: the customer now sent data from patient samples which showed decreased ssc signal (this information was not included when the issue was first reported!). 1. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question # 2. If no, no further questions required.):yes 2. Was there any delay of treatment due to the issue? (Go to question #3) no 3. If patient samples were redrawn, was there any change of delay of treatment? (Go to question #4) no 4. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2, part # 338962 and serial # v96301236. ¿ problem statement: customer reported complaint regarding erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 27jul2021 to 27jul2022. ¿ complaint trend: there are 16 complaints related to the issue of erroneous results. Date range from 27jul2021 to 27jul2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # v96301236, file # 338963-338962-v96301236-900266475-10, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was that the blue laser had low power and was out of specifications. The customer reported an issue regarding erroneous results. They acquired data which showed decreased ssc (side scatter) signal. The field service representative (fsr) investigated the issue and found that the blue laser power was low. The fsr proceeded to adjust the fiber manipulators. After the repair activity the blue laser was at the lower end of the specifications. The instrument was running as expected with acceptable results. The instrument successfully performed the cs&t performance check. The instrument was handed over to the customer and they were asked to perform their qc checks. The customer confirmed that their qc samples were successful. The instrument was performing as intended. The fsr noted that the blue fiber seemed to be degraded and in order to optimize the performance, they created case no: 01766212 to replace it. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A, starting on page 149. Troubleshooting procedures can be found in the IFU starting on page 181. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02557016, 02560284 , case # 01752359 install date: 14feb2011 defective part number: n/a work order notes: o subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd o problem description: trending shows lower ssc. To be investigated for the cause. Laser alignment and focus to be checked. O work performed: chh-4aug2022: discussed the issue with customer it was similar which was mentioned in description, investigated further and found blue laser power is 11.46mw which is out of specs and area scaling factor on blue laser is 0.99.tried to adjust fiber manipulators and got it to 13.50mw which is still out of specs, and are scaling factor increased to 1.29. Cs&t performance check successfully performed. Handover system to customer and asked to perform their qc checks. Chh-09aug2022- customer confirmed their qc samples are all ok. Repair intervention completed. Note: blue fiber seems to be degraded and needs to be replaced, bd is notified for the same and new case is raised case no.-01766212 ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #338960-03ra, rev 02/version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o item: 11. Fiber coupling - blue laser to fiber o function: 11.1 align fiber to laser, so light is transmitted o potential failure mode: 11.1.1 poor light transmission o potential effects of failure: 11.1.1.1 low power at sample - s/n degraded, cells misclassified o potential causes/mechanisms of failure: 11.1.1.1.1 mechanical/thermal drift - drastic temperature change in lab environment o residual sev: 8 o residual occ: 3 o residual det: 3 o residual rpn: 72 root cause: based on the investigation results the root cause of the erroneous results was that the blue laser had low power and was out of specifications. Conclusion: based on the investigation results, the root cause of the erroneous results was that the blue laser had low power and was out of specifications. The fsr proceeded to adjust the fiber manipulators. After the repair activity, the instrument was running as expected with acceptable results. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.